Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure failed the supplier's functional test; diode was found blown up, capacitor was found damaged, and chassis corner was bent. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the power enclosure for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power enclosure has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while preparing for a spinal fusion, a loud pop noise was heard from the imaging system. The reported issue occurred while driving the imaging system. The site then elected to reschedule the procedure. The reported issue occurred prior to an incision, but the patient was under anesthesia. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.